Event description:
Reference medwatch 1219856-2008-00488 for the first event involving the same pt. It was reported that the second intra-aortic balloon (iab) was prepped and the md inserted the iab into the sheath. The iab became stuck in the sheath and the md removed both the iab and the sheath as one unit. As a result, the md requested a datascope iab.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.